Manufacturer narrative:
One device was received for evaluation. Visual inspection found the bottom jaw overmold was damaged and missing plastic. The reported condition was confirmed. The investigation found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use(IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/esophagus procedure the insulation material of the device jaws broke. It was unknown if it came from the 5mm or 12 mm port. The surgeon closed the jaws when he/she removed the device from the port and the scrub nurse found the broken material when he/she cleans the jaws part. The procedure was completed with another device. Nothing fell into the patient cavity. There was no patient injury. The initial investigation found that the bottom jaw overmold was damaged and missing plastic near the hinge of the device.